Event description:
It was reported that during the implant attempt, the guidewire got stuck in the lead. The guidewire could not be removed, so the lead was extracted and not used. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4244 lead, implanted (B)(6) 2005; 0175 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that during the implant attempt, the guidewire got stuck in the lead. The guidewire could not be removed, so the lead was extracted and not used. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.